Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that in 2009, an ultraflex esophageal stent was used during a stenting procedure performed. According to the complainant, a day prior, the pt had an ultraflex esophageal stent implanted to seal a post esophagectomy leak. The procedure went well, however, improper stent position was confirmed by a gastrografin study. The pt returned the following day, since the leak had redeveloped. An endoscopy was performed which revealed that the leak was persistent through the covering. The stent was then removed and replaced with four alimaxx stents. Upon visual inspection of the explanted stent, it was noted that there was a longitudinal tear in the covering of the distal 1/3 of the stent. The pt is doing well. There were no pt complications reported as a result of this event. The pt at the conclusion of the procedure was reported to be doing well.